Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following intraocular lens implant procedure, the patient was unable to see. The lens was exchanged in a secondary procedure. Clinical reason for explant was provided as poor visual acuity, unable to refract. Additional information was requested.

Event description:
Additional information was received and stated that a 21.5 d lens was exchanged for a 20.5 d lens due to poor visual acuity, unable to refract. This does not meet criteria for reporting based on applicable medical device regulations. A lens exchange from one power to a different power is an attempt to adjust or fine tune the refractive outcome trying to achieve a desired target when the initial lens calculations did not achieve the intended outcome. There is no reported defect or fault with the lens.

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. The manufacturer internal reference number is: (B)(4).